Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired the day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event, which is one of two events for the patient.